Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Per the complaint history review (chr), this is the first complaint event reported for this lot number. Based upon the severity level and lot quantity, the number of events is within the acceptable quality level threshold. Investigation summary: the returned catheter did have striations, wrinkles present in the middle of the balloon material, which is consistent with the balloon material being twisted. However, functional testing of the sample did not reveal any twisting abnormalities during inflation or deflation. It was reported that the lutonix dcb was prepped per the IFU and the hcp delivered the lutonix dcb to the target lesion. The hcp reportedly did not rotate the shaft during advancement and used a 2:1 saline to contrast solution while inflating the balloon. Under fluoroscopy, while the lutonix dcb was inflated, reportedly a portion of the balloon did not inflate. The physician provided fluoroscopic imaging that illustrated a portion in the middle of the balloon did not fully inflate while at the target lesion. A kink was identified in the balloon area and was an incidental finding, which is not an allegation by the complainant. No adverse patient outcomes were reported. The root cause of the twisted balloon during inflation could not be determined based upon the available information received from field communications or returned sample analysis. Labeling review: IFU (B)(4) states: section 5.4 device use/procedure precautions states: the lutonix® catheter should be advanced to the target lesion as fast as possible (i.e. ~ 30 seconds) and immediately inflated to appropriate pressure to ensure full wall apposition (balloon to artery ratio = 1:1). Always advance and retrieve the lutonix® catheter under negative pressure. Section 13.6 use of the lutonix® catheter: step 4. While the balloon is still fully deflated and under negative pressure, advance the lutonix® catheter through the introducer sheath and over the wire to the site of inflation. During catheter advancement, inspect the catheter shaft for damage. Step 9. Apply negative pressure to fully deflate the lutonix® catheter. Prior to removal, confirm that the balloon is fully deflated under adequate visualization.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon allegedly inflated abnormally. It was further reported that the balloon was pulled back a few centimeters and an attempt to inflate was made, but the device allegedly did not inflate. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
A fluoroscopy image was received. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery, the drug coated balloon allegedly inflated abnormally. It was further reported that the balloon was pulled back a few centimeters and an attempt to inflate was made, but the device allegedly did not inflate. No further treatment was needed. There was no reported patient injury.